Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the cause of their stimulation turning on and troubles charging the ins was due to not making contact with the implant. The patient added that they just ¿moved til it contacted.¿ the issues were resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s stimulation turned off and they had trouble charging their ins. The patient stated that the stimulation was off and they were not sure how to turn it back on. Patient services reviewed using the recharger to turn stimulation back on, but the patient didn¿t have their programmer or recharger with them. The patient would call back if assistance was needed. No troubleshooting could be done due to a lack of access to the product. No symptoms were reported. The stimulation turning off and the patient having trouble charging their ins occurred about three days ago in (B)(6) 2018, but the date was unknown. No further complications were reported/anticipated.